Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two leads from same lot. It was reported the patient experienced overstimulation when the scs system was turned on after suffering a fall down the stairs approximately 2 years ago. X-rays confirmed lead migration. The patient reports he is no longer experiencing pain and no longer wants the scs system (reference MFR. Report: 1627487-2017-03918). Surgical intervention may be pending to address the issue.